Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer¿s insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that they are having an issue with the reservoir compartment of the insulin pump. The customer called and stated they're having an issue with the reservoir compartment of the pump. Customer states the top of the reservoir compartment came off. It was reported that the reservoir is unable to lock in place when inserted into pump. The insulin pump will be returned for analysis.